Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump had recently alarmed for no delivery; however the reporter felt that the pump was still delivering. The patient¿s blood glucose levels allegedly reached 70 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. The reporter alleged that the pump was malfunctioning, and reported that they had lost confidence in the way the pump delivered insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box did not show any evidence of insulin delivery during call service alarms. The daily insulin totals added up to correctly reflect the user¿s programmed basal rates. No defect related to the complaint was found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.